Event description:
A journal article was submitted detailing a study prospective, multicentre, non-inferiority, clinical trial of patients with symptom atic femoropopliteal lesions to be treated with high- or low-dose drug coated balloons (dcb) after stratification for lesion length. 414 patients were included in the study. Medtronic device¿s inpact admiral inpact pacific were used within the high-dose dcb group. Clinical events of dissections of varying type (type¿s b, c, d, and e) were reported post procedure. Bailout stenting was reported in 25.6% of cases. Primary patency was observed in 81.5% of patient¿s treated with medtronic devices. 3 deaths reported in the high-dose paclitaxel group. No deaths were determined to be device- or procedure related, and no major target limb amputation was reported during the first year after the index procedure. Most common causes of death were heart failure (two patients) and cancer (two patients). Other reasons included chronic respiratory disease, post-operative sepsis, polytrauma, and rupture of basilar artery aneurysm. Clinically driven target lesion revascularization (tlr) reported as 74.4%. In the high dose dcb group. 5% of patient¿s did not require stenting with 14.6% requiring bailout stenting. A primary sustained clinical improvement was observed in 82.8% of cases treated with the high-dose dcb.

Manufacturer narrative:
Journal title: compare: prospective, randomized, non-inferiority trial of high - vs. Low-dose paclitaxel drug-coated balloons for fe moropopliteal interventions. Title: european heart journal year: 2020 ref: doi: 10.1093/eurheartj/ehaa049. A2: average age. A3: majority gender. B3: date of publication note: journal reported death but there is no information to suggest the device caused or contributed to the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study prospective, multicentre, non-inferiority, clinical trial of patients with symptomatic femoropopliteal lesions to be treated with high- or low-dose drug coated balloons (dcb) after stratification for lesion length. 414 patients were included in the study. Medtronic device¿s inpact admiral & inpact pacific were used within the high-dose dcb group. Clinical events of dissections of varying type (type¿s b, c, d, and e) were reported post procedure. Bailout stenting was reported in 25.6% of cases. Primary patency was observed in 81.5% of patient¿s treated with medtronic devices. 3 deaths reported in the high-dose paclitaxel group. No deaths were determined to be device- or procedure related, and no major target limb amputation was reported during the first year after the index procedure. Most common causes of death were heart failure (two patients) and cancer (two patients). Other reasons included chronic respiratory disease, post-operative sepsis, polytrauma, and rupture of basilar artery aneurysm. Clinically driven target lesion revascularization (tlr) reported as 74.4%. In the high dose dcb group. 5% of patient¿s did not require stenting with 14.6% requiring bailout stenting. A primary sustained clinical improvement was observed in 82.8% of cases treated with the high-dose dcb.